Event description:
A medtronic representative reported an inaccuracy of 5 mm during a trigeminal nerve cranial surgery. The inaccuracy was noticed half way through the procedure. A pointmerge registration was done and the surgeon felt accurate during the first part of the procedure. He verified his accuracy with different instruments and it was noted he was 5 mm off in all directions. The surgeon chose to continue the case without the use of navigation. No negative impact to the patient was reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Visual analysis of the exam used for the reported case was an MRI exam of 1 mm slices. Fiducial markers were placed symmetrically on front of head and the ones on the side of the head were significantly indented due to some type of head-holder that must have been used while patient was in the scanner. Skin on the back of patient's head was also smooshed in the scan. Unable to see registration points, but model built well (no artifact or head-holder present). Frame movement or depression of fiducial markers in scan may have contributed to the alleged inaccuracy, but these possible causes cannot be confirmed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.